Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin. Ultimately, the customer reverted to an alternate method insulin therapy.